Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported set split near one of the y sites because the set was discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Materials manager reported that anesthesia reported the set split near one of the y sites during a procedure (so presumed to be during infusion). There was no report of pt harm or medical intervention. No further pt or event info is available.